Event description:
It was reported by the rep that the (1) tlh90 and the (1) trh90 were used during an open gastric bypass procedure (a gastrojejunostomy procedure). It was reported that the device was fired (3) times to form the stomach pouch. There was a hand-sewn anastomosis. The surgeon fired the stapler with the tissue thickness set at 2mm. The setting scale was in the middle line of the green gap. Leaks were discovered post-operative at the gastrojejunostomy where the tissue had become necrotic. There was an extended hosp stay. The pt had a re-operation twice.